Event description:
Customer reported the insulin pump losses all the information when he inserts a new battery. Customer stated the same issues has occurred the last three or four times he has changed the battery. Alarm history on the device was checked the following alarms were noted: two external ram crc error alarms, two unexpected restart alarms, two low battery alarms, three motor error alarms, and two no delivery alarms. Customer did not recall the motor error alarm stated he has eye sight problems. Customer stated the device was not stored or not in use for an extended period of time. No delivery alarm was resolved with a complete set change. Customer stated the device was exposed to an MRI and x-ray. Customer had to the emergency room due to related heart surgery. He does not use the sensor feature. Customer was able to complete rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and it alarmed motor error during the occlusion test due to faulty force sensor resistor. The motor passed the motor test. The device passed the displacement test. Excessive no delivery alarm weren't verified due to prime anomaly. The device was monitored for several days and it passed no other alarms noted. The device had cracked reservoir tube lip, minor scratches on the lcd window, missing end cap sticker, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.